Event description:
During a nerve block procedure, the anesthesiologist and physician complained of the machines detail to see the needle, but performed the procedure as usual. The pt's exam/procedure prep was completed with block procedure and moved to wait to pre op holding for his surgical procedure. Prior to surgery, the pt went into cardiac arrest. Siemens rep reviewed the exam images and determined that the ultrasound device had not been programmed to the customer's image preference. It did resulted in factory defaults. Poor visualization of cystic structures may be a side effect.

Manufacturer narrative:
A f/u report will be submitted when the investigation has been completed.